Event description:
It was reported that the patient with this right ventricular (rv) lead had been hospitalized due to endocarditis and had undergone multiple surgical procedures. Following these interventions noise was exhibited on this right ventricular (rv) lead. The lead was interrogated and the noise was found to be reproducible. Technical services (ts) advised oversensing of noise had resulted in pacing inhibition no greater than two seconds. Therapies were turned off for patient safety at this time. Ts found a drop in rv pacing impedance measurements. However, rv pacing impedance measurements remained within normal limits. In addition, ts found an increase in rv capture thresholds. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.